Event description:
Analysis of a returned generator that was reportedly explanted due to end of life revealed a component failure that could have contributed to premature end of battery life. The cause of the component failure is presumed to be due to a surge related event. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.